Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter was reading inaccurately high. The medical affairs specialist called and spoke with the patient on the following month. The patient reported that the alleged issue first occurred on a week later at 5:00 pm. She had obtained a result of 539 mg/dl on the subject meter and she was asymptomatic at that time. Based on that result and her sliding scale regimen, she took 26 units of novolog insulin. About 1 hour later, she felt weak and her "legs started to shake". She usually experiences these symptoms when her blood glucose is low. She did not attempt to test her blood glucose while she was experiencing the symptoms, but treated self with "sugar cookies and juice". She felt better within 1/2 hour of the self-treatment. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the patient claimed she became hypoglycemic after taking an increased amount of insulin based on the meter result/sliding scale. She stated she felt better after eating cookies and drinking juice . Replacement products were sent to the lay user/patient.